Event description:
The pt received two leads with the same lot number. It was reported the pt is without effective coverage on one side and as a result surgical intervention was undertaken. The leads were explanted and replaced. Subsequently, the physician elected to explant and replace the ipg during the same procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.